Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened act button keypad dome switch. The insulin pump had minor scratches on the display window, cracked case near the display window corners, and a cracked reservoir tube lip. The keypad connector was found to be properly closed. (B)(4).

Event description:
The customer reported via telephone call that the buttons were not responding properly. The customer did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.